Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited an increase in pacing thresholds. The lead amplitude was reprogrammed, and the lead remains in use. Follow up was attempted to determine which lead was the rv lead, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).